Event description:
Note: this report pertains to one of three trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that three trapezoid rx lithotripter baskets were to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the basket wire was found broken. A second basket was opened and was also found broken. A third basket was opened and was found broken as well. The procedure was completed with a fourth trapezoid basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that three trapezoid rx lithotripter baskets were to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the basket wire was found broken. A second basket was opened and was also found broken. A third basket was opened and was found broken as well. The procedure was completed with a fourth trapezoid basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was separated from the plastic handle. The handle cannula has screw dimple drag marks. A dimensional inspection of the proximal and distal screw length revealed that the length is less than the minimum tolerance. Additionally, the side car rx was pushed back out of specification and the working length was kinked. No other issues were noted. The reported event of basket wire break was not confirmed. Based on all available information, it was determined that the failure of handle cannula detached is attributable to the supplier. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimple drag marks. Therefore, the most probable root cause for the problem of handle cannula detached found during analysis is manufacturing deficiency since the failure was attributable to the supplier; an investigation to address this issue is in progress. The side car rx push back and working length bent/kinked could be an adverse event due to the manipulation or technique used when interacting with the device since it did not work as expected. Therefore, the most probable root cause for these failures found during analysis is adverse event related to procedure. However, the reported failure of basket wire break was not confirmed during the analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.